Event description:
Turned unit off as it wasn't stopping urine leakage. Turned back on (B)(6) 2024 and three nights later experienced pressure and pain near the base of spine where part of the system is implanted. Could feel where the device is located through skin, whereas this wasn't possible previously. Hence the device migrated and continues to shift around.